Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer¿s blood glucose level was 10.2 mmol/l at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received error 38 during rewind due to motor flex not plugged in properly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Device tested outside the pump and received pump error 38 at rewind.(B)(4).